Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot# is unk. No analysis or conclusions can be drawn without the device or the lot #.

Event description:
While calling to report another incident, the pt also reported he had an issue with an 8cfn tracheostomy tube that occurred about 9 months ago. The pt stated the hub separated from the tube. He stated that he had to be transported to the hospital to have the tube removed and another 8cfn inserted. He stated that the tube had been in use for about two months.